Event description:
During index procedure one endeavor sprint drug eluting stent was implanted in the r-pda and two endeavor sprint drug eluting stents were implanted in the rca. Approximately 14 months post index procedure, the patient suffered cerebral infarction. This was treated by medication. The patient recovered. Investigator reported that the event was not related to the study device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.